Event description:
Lead developed noise which resulted in multiple ICD shocks. Sensing was 2.5 mv with a lead impedance of 322 ohms. Egms shows obvious lead noise. Lead capped and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.